Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4). Device received, evaluation pending.

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not confirm the reported complaint. Review of the device data logs revealed an internal battery degraded warning alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that internal battery degraded warning alarm was due to the battery controller software. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).